Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 566 mg/dl. The customer reported a no delivery alarm. The customer had no symptoms. The current blood glucose level was 509 mg/dl. The customer did troubleshoot for the no delivery alarm, however declined troubleshooting for the high or low blood glucose levels. The insulin pump will not be returned for analysis.